Event description:
It was reported that the pump touchscreen was not triggering responses to touch inputs in the expected manner. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.